Event description:
It was reported that a patient underwent a spinal surgery at th8-l2. Sometime postoperatively, screw loosening occurred and a revision surgery is scheduled for an unknown date. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: t8-l2 scoliosis construct noted with upper hooks at t8. Screw augmented with cement is noted at t12. Reported loosening cannot be verified on this single lateral film.